Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') and pelvic pain ('permanent pains / pelvic pain / strong pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (no fetal malformations), multigravida and parity 3. Denies previous diseases, smoking and allergies. Previously administered products included for lower abdominal pain: analgesics on (B)(6) 2013. Concurrent conditions included menstruation normal. Concomitant products included ferrous sulfate (sulfato ferroso) since (B)(6) 2014 and medroxyprogesterone (medroxiprogesterona) since (B)(6) 2021. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), post procedural haemorrhage ("bleedings (after leaving the hospital)") and abdominal pain ("cramps / heavy cramps"). On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion intervention required). On (B)(6) 2020, the patient experienced multiple allergies ("allergies") and coital bleeding ("sinusorrhagia"). On an unknown date, the patient experienced heavy menstrual bleeding ("increase in menstrual flow"), urinary tract infection ("urinary tract infection"), depression ("depression") and affect lability ("emotional instability, easy cries, mood swing"). The patient was treated with analgesics, homeopathics nos, surgery (essure removal, hysterectomy and removal of the uterus and fallopian tubes) and psychotherapy (started on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, post procedural haemorrhage, abdominal pain, heavy menstrual bleeding, urinary tract infection, depression, multiple allergies, coital bleeding and affect lability outcome was unknown. The reporter considered abdominal pain, affect lability, coital bleeding, depression, device dislocation, heavy menstrual bleeding, multiple allergies, pelvic pain, post procedural haemorrhage and urinary tract infection to be related to essure. The reporter commented: that the medical complications resulting from the device last until the moment of its removal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: vdrl: non-reactive; on (B)(6) 2014: hiv: non-reactive; on (B)(6) 2021: hb: 14,7/ht: 44,5/l: 6,2/p: 268 mil. Magnetic resonance imaging - on (B)(6) 2021: simple cyst in the right ovary, micropolycystic ovary on the left, signs of fibrosis in the topography of the entrance ostia of the uterine tubes, probably secondary to the essure device, signs of liposubstitution in the bones of the pelvis.. Ultrasound pelvis - on (B)(6) 2019: echographic examination within normal limits - essure well placed. Ultrasound scan vagina - on (B)(6) 2020: device not identified in one of the tubes; echographic examination within normal limits. X-ray of pelvis and hip - on (B)(6) 2020: the device was displaced; on (B)(6) 2021: the device was displaced. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device dislocation') and pelvic pain ('permanent pains / pelvic pain / strong pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (no fetal malformations), multigravida and parity 3. Denies previous diseases, smoking and allergies. Previously administered products included for lower abdominal pain: analgesics on (B)(6) 2013. Concurrent conditions included menstruation normal. Concomitant products included ferrous sulfate (sulfato ferroso) since (B)(6) 2014 and medroxyprogesterone (medroxiprogesterona) since (B)(6) 2021. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), post procedural haemorrhage ("bleedings (after leaving the hospital)") and abdominal pain ("cramps / heavy cramps"). On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion intervention required). On (B)(6) 2020, the patient experienced multiple allergies ("allergies") and coital bleeding ("sinusorrhagia"). On an unknown date, the patient experienced heavy menstrual bleeding ("increase in menstrual flow"), urinary tract infection ("urinary tract infection"), depression ("depression") and affect lability ("emotional instability, easy cries, mood swing"). The patient was treated with analgesics, homeopathics nos, surgery (essure removal, hysterectomy and removal of the uterus and fallopian tubes) and psychotherapy (started on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, post procedural haemorrhage, abdominal pain, heavy menstrual bleeding, urinary tract infection, depression, multiple allergies, coital bleeding and affect lability outcome was unknown. The reporter considered abdominal pain, affect lability, coital bleeding, depression, device dislocation, heavy menstrual bleeding, multiple allergies, pelvic pain, post procedural haemorrhage and urinary tract infection to be related to essure. The reporter commented: that the medical complications resulting from the device last until the moment of its removal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2014: vdrl: non-reactive; on (B)(6) 2014: hiv: non-reactive; on (B)(6) 2021: hb: 14,7/ht: 44,5/l: 6,2/p: 268 mil. Magnetic resonance imaging - on (B)(6) 2021: simple cyst in the right ovary, micropolycystic ovary on the left, signs of fibrosis in the topography of the entrance ostia of the uterine tubes, probably secondary to the essure device, signs of liposubstitution in the bones of the pelvis.. Ultrasound pelvis - on (B)(6) 2019: echographic examination within normal limits - essure well placed. Ultrasound scan vagina - on (B)(6) 2020: device not identified in one of the tubes; echographic examination within normal limits. X-ray of pelvis and hip - on (B)(6) 2020: the device was displaced; on (B)(6) 2021: the device was displaced. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("presence of spiral metal structures in the intramural portion and tubal isthmus, bilaterally"), device dislocation ("device dislocation") and pelvic pain ("permanent pains / pelvic pain / strong pain") in a 27 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sinusitis, rhinitis, nasal congestion, polycystic ovarian syndrome, phonophobia, frontal headache, headache, parity 3, multigravida and normal delivery (no fetal malformations). Denies previous diseases, smoking and allergies. Previously administered products included: analgesics for lower abdominal pain and depo provera, dipyrone and minian. The patient had a family history of systemic hypertension (mother), diabetes mellitus (maternal grandmother), acute myocardial infarction (maternal aunt) and deep vein thrombosis (father). Concurrent conditions were listed as paratubal cyst, cervicitis, adenomyosis, diuresis, iliac fossa pain, mood swings, pain in hip, dyspareunia, lower abdominal pain, diabetes mellitus, systemic hypertension, premenstrual cramps, depression, nervousness, anxiety, coital bleeding, nausea, adnexa uteri pain, perineal pain, hemorrhage of digestive tract, pain in cervical spine, back pain, shortness of breath, stomach pain, tooth pain, procedural pain, urinary tract infection and menstruation normal. Concomitant products included medroxiprogesterona [medroxyprogesterone] since (B)(6) 2021 and sulfato ferroso (ferrous sulfate) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), post procedural haemorrhage ("bleedings (after leaving the hospital)") and abdominal pain ("cramps / heavy cramps"). On (B)(6) 2020 she experienced device dislocation (seriousness criterion intervention required). On (B)(6) 2020 she experienced multiple allergies ("allergies") and coital bleeding ("sinusorrhagia"). Essure was removed on (B)(6) 2021. On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding ("increase in menstrual flow"), urinary tract infection ("urinary tract infection"), depression ("depression") and affect lability ("emotional instability, easy cries, mood swing"). The patient was treated with analgesics, homeopathics nos and ibuprofeno as well as surgery (essure removal, hysterectomy and removal of the uterus and fallopian tubes) and non-drug therapy (psychotherapy (started on (B)(6) 2021)). At the time of the report, the outcomes for device dislocation, pelvic pain, post procedural haemorrhage, abdominal pain, heavy menstrual bleeding, urinary tract infection, depression, multiple allergies, coital bleeding and affect lability were unknown. The reporter considered abdominal pain, affect lability, coital bleeding, depression, device dislocation, embedded device, heavy menstrual bleeding, multiple allergies, pelvic pain, post procedural haemorrhage and urinary tract infection to be related to essure administration. The reporter commented: that the medical complications resulting from the device last until the moment of its removal. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2021: - material received: uterus and fallopian tubes. - macroscopy: pyriform uterus, measuring 8.5x6.0x5.5 cm, partially covered by congested and thickened serosa. It presents a cervix, measuring 3.5x3.0x2.0 centimeters, covered by brown ectocervix, with perioral congestion. Presence of a cleft external orifice. The myometrium measures 2.4 centimeters in maximum thickness and has a coiled appearance. Fasciculate endocervix. Presence of spiral metal structures in the intramural portion and tubal isthmus, bilaterally. Attached, right fallopian tube 7.0x0.7 centimeters, with congested serosa and virtual lumen. In the same vein, a loose fallopian tube measuring 5.5 x 0.7 centimeters. It shows congested serosa with a paratubal cyst. It has thick walls and virtual lumen [blood pressure measurement] on (B)(6) 2020: (2:18 pm and 2:21 pm) systolic pressure: 124 diastolic pressure: 74; on (B)(6) 2021: systolic pressure: 130 diastolic pressure: 77; on (B)(6) 2021: (2:56 pm) - systolic pressure: 114 diastolic pressure: 75 (1:42 pm) - systolic pressure: 121 diastolic pressure: 79 (1:03 pm) -systolic pressure: 114 diastolic pressure: 72 (11:55 am) -systolic pressure: 104 diastolic pressure: 66 (11:43 am) -systolic pressure: 105 diastolic pressure: 68 (11:34 am) systolic pressure: 102, diastolic pressure: 64 (11:18 am) systolic pressure: 100, diastolic pressure: 64 (10:55 am) systolic pressure: 103, diastolic pressure: 67 [blood test] on (B)(6) 2014: vdrl: non-reactive; on (B)(6) 2014: hiv: non-reactive; on (B)(6) 2021: hb: 14,7/ht: 44,5/l: 6,2/p: 268 mil [carbohydrate antigen 125] on (B)(6) 2021: lacking [haematocrit] on (B)(6) 2021: 44.5 [haemoglobin] on (B)(6) 2021: 14.7 [heart rate] on (B)(6) 2021: (2:56 pm) 70 (1:42 pm) 64 (1:03 pm) 72 (11:55 am) 73 (11:43 am) 76 (11:34 am) 73 (11:18 am) 76 (10:55 am) 74 [hepatitis b surface antigen] on (B)(6) 2021: non-reagent [hepatitis b virus test] on (B)(6) 2021: non-reagent [hepatitis c virus test] on (B)(6) 2021: non-reagent [hiv test] on (B)(6)2021: reagent and non-reagent [magnetic resonance imaging] on (B)(6) 2021: simple cyst in the right ovary, micropolycystic ovary on the left, signs of fibrosis in the topography of the entrance ostia of the uterine tubes, probably secondary to the essure device, signs of liposubstitution in the bones of the pelvis. Avf uterus, regular with 8.7 x 5.0 x 5.9, volume: 133.4 cm3/endometrium: 9mm/homogeneous myometrium/ro: 3.9 x 2.3 x 2.6, volume: 12.1 cm3 with simple cyst/lo: 3.5x2.6x3.2, volume: 15.4/signs of fibrosis in ostia of the bilateral uterine tubes presence of liposubstitution of the pelvic bones [pathology test] on (B)(6) 2021: uterus presenting: proliferative endometrium, focal and superficial adenomyosis, myometrium without significant histological alterations, and cervix with mild, focal chronic cervicitis, with discrete inflammatory activity. Fallopian tubes presenting edema and vasocongestion. Para tubal cyst on the left [physical examination] (date unknown): - ectoscopy: good general condition, flushed, hydrated, acyanotic and anicteric, conscious and oriented in time and space. - cardiovascular system: normophonetic rhythmic heart sounds in 2 beats. - respiratory system: eupneic. - abdomen: semi-globose, bowel sounds +, no signs of peritoneal irritation. - gynecological inspection: no signs of bleeding or purulent content. - lower limbs: no edema, free calves. [Treponema test] on (B)(6) 2021: non-reagent [ultrasound pelvis] on (B)(6) 2019: echographic examination within normal limits - essure well placed [ultrasound scan vagina] on (B)(6) 2020: device not identified in one of the tubes; echographic examination within normal limits; on (B)(6) 2021: uterus in anteversoflexion (avf), volume 81 cm3, regular endometrium 9 mm. Right ovary (ro) clear contour, parenchyma with polycystic appearance, volume 16.4 cm3. Left ovary (lo) clear contour, parenchyma with polycystic appearance, volume 19, cm3. Uterus unchanged. Polycystic ovary; on (B)(6) 2021: uterus with volume of 81 cm³, regular endometrium of 9 mm. Right ovary with clear contour, polycystic parenchyma, volume of 16.4 cm³. Left ovary with clear contour, polycystic parenchyma, volume of 19.9 cm³. Uterus without alterations. Polycystic ovaries. [X-ray of pelvis and hip] on (B)(6) 2020: the device was displaced; on (B)(6) 2021: the device was displaced; on (B)(6) 2021: mages of two "filiform" radiopaque devices projected into the pelvis, apparently in a posterior position, one to the right of the midline and the other practically in the midline (compatible with clinical indication of the presence of an essure device). Images of rounded/oval radiolucent areas in the projection of the iliac bone medially and bilaterally, measuring approximately 0.7 to 2.5 cm in the longest axis, which may represent a variant of normality, with differential diagnoses. Intact joint surfaces and spaces. Superficial soft tissues without apparent abnormalities; on (B)(6) 2021: uterus regular with 8.7x5.0x5.9; volume of 133.4 cm³. Endometrium: 9 mm. Homogeneous myometrium. Right ovary: 3.9x2.3x2.6; volume of 12.1 cm³ with simple cyst. Left ovary: 3.5x2.6x3.2; volume of 15.4. Signs of fibrosis in ostia of the lateral fallopian tubes. Presence of liposubstitution of the pelvic bones.; (date unknown): images of two ¿filiform¿ radiopaque devices projected onto the pelvis, apparently in a posterior position, one to the right of the midline and the other practically in the midline (compatible with clinical indication of the presence of an essure device). Images of rounded/oval radiolucent areas in projection of the medial and bilateral iliac bone, measuring approximately 0.7 to 2.5 cm in the largest axis, which may represent a variant of normality, with differential diagnoses. Intact joint surfaces and spaces. Superficial soft tissues without apparent abnormalities quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lab data including (surgical pathology) report has been added. Medical history, historical drugs, were added. Concomitant conditions & treatment dugs added. Additional event "embedded device" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("presence of spiral metal structures in the intramural portion and tubal isthmus, bilaterally"), device dislocation ("device dislocation") and pelvic pain ("permanent pains / pelvic pain / strong pain") in a 27-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sinusitis, rhinitis, nasal congestion, polycystic ovarian syndrome, phonophobia, frontal headache, headache, parity 3, multigravida and normal delivery (no fetal malformations). Denies previous diseases, smoking and allergies. Previously administered products included: analgesics for lower abdominal pain and depo provera, dipyrone and minian. The patient had a family history of systemic hypertension (mother), diabetes mellitus (maternal grandmother), acute myocardial infarction (maternal aunt) and deep vein thrombosis (father). Concurrent conditions were listed as paratubal cyst, cervicitis, adenomyosis, diuresis, iliac fossa pain, mood swings, pain in hip, dyspareunia, lower abdominal pain, diabetes mellitus, systemic hypertension, premenstrual cramps, depression, nervousness, anxiety, coital bleeding, nausea, adnexa uteri pain, perineal pain, hemorrhage of digestive tract, pain in cervical spine, back pain, shortness of breath, stomach pain, tooth pain, procedural pain, urinary tract infection and menstruation normal. Concomitant products included medroxiprogesterona [medroxyprogesterone] since (B)(6) 2021 and sulfato ferroso (ferrous sulfate) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 014, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), post procedural haemorrhage ("bleedings (after leaving the hospital)") and abdominal pain ("cramps / heavy cramps"). On (B)(6) 2020 she experienced device dislocation (seriousness criterion intervention required). On (B)(6) 2020 she experienced multiple allergies ("allergies") and coital bleeding ("sinusorrhagia"). On unknown date she experienced embedded device (seriousness criterion intervention required), heavy menstrual bleeding ("increase in menstrual flow"), urinary tract infection ("urinary tract infection"), depression ("depression") and affect lability ("emotional instability, easy cries, mood swing"). The patient was treated with analgesics, homeopathics nos and ibuprofeno as well as surgery (essure removal, hysterectomy and removal of the uterus and fallopian tubes) and non-drug therapy (psychotherapy (started on (B)(6) 2021)). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for device dislocation, pelvic pain, post procedural haemorrhage, abdominal pain, heavy menstrual bleeding, urinary tract infection, depression, multiple allergies, coital bleeding and affect lability were unknown. The reporter considered abdominal pain, affect lability, coital bleeding, depression, device dislocation, embedded device, heavy menstrual bleeding, multiple allergies, pelvic pain, post procedural haemorrhage and urinary tract infection to be related to essure administration. The reporter commented: that the medical complications resulting from the device last until the moment of its removal. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2021: - material received: uterus and fallopian tubes. - macroscopy: pyriform uterus, measuring 8.5x6.0x5.5 cm, partially covered by congested and thickened serosa. It presents a cervix, measuring 3.5x3.0x2.0 centimeters, covered by brown ectocervix, with perioral congestion. Presence of a cleft external orifice. The myometrium measures 2.4 centimeters in maximum thickness and has a coiled appearance. Fasciculate endocervix. Presence of spiral metal structures in the intramural portion and tubal isthmus, bilaterally. Attached, right fallopian tube 7.0x0.7 centimeters, with congested serosa and virtual lumen. In the same vein, a loose fallopian tube measuring 5.5 x 0.7 centimeters. It shows congested serosa with a paratubal cyst. It has thick walls and virtual lumen [blood pressure measurement] on (B)(6) 2020: (2:18 pm and 2:21 pm) systolic pressure: 124 diastolic pressure: 74; on (B)(6) 2021: systolic pressure: 130 diastolic pressure: 77; on (B)(6) 2021: (2:56 pm) - systolic pressure: 114 diastolic pressure: 75 (1:42 pm) - systolic pressure: 121 diastolic pressure: 79 (1:03 pm) -systolic pressure: 114 diastolic pressure: 72 (11:55 am) -systolic pressure: 104 diastolic pressure: 66 (11:43 am) -systolic pressure: 105 diastolic pressure: 68 (11:34 am) systolic pressure: 102, diastolic pressure: 64 (11:18 am) systolic pressure: 100, diastolic pressure: 64 (10:55 am) systolic pressure: 103, diastolic pressure: 67 [blood test] on (B)(6) 2014: vdrl: non-reactive; on (B)(6) 2014: hiv: non-reactive; on (B)(6) 2021: hb: 14,7/ht: 44,5/l: 6,2/p: 268 mil [carbohydrate antigen 125] on (B)(6) 2021: lacking [haematocrit] on (B)(6) 2021: 44.5 [haemoglobin] on (B)(6) 2021: 14.7 [heart rate] on (B)(6) 2021: (2:56 pm) 70 (1:42 pm) 64 (1:03 pm) 72 (11:55 am) 73 (11:43 am) 76 (11:34 am) 73 (11:18 am) 76 (10:55 am) 74 [hepatitis b surface antigen] on (B)(6) 2021: non-reagent [hepatitis b virus test] on (B)(6) 2021: non-reagent [hepatitis c virus test] on (B)(6) 2021: non-reagent [hiv test] on (B)(6) 2021: reagent and non-reagent [magnetic resonance imaging] on (B)(6) 2021: simple cyst in the right ovary, micropolycystic ovary on the left, signs of fibrosis in the topography of the entrance ostia of the uterine tubes, probably secondary to the essure device, signs of liposubstitution in the bones of the pelvis. Avf uterus, regular with 8.7 x 5.0 x 5.9, volume: 133.4 cm3/endometrium: 9mm/homogeneous myometrium/ro: 3.9 x 2.3 x 2.6, volume: 12.1 cm3 with simple cyst/lo: 3.5x2.6x3.2, volume: 15.4/signs of fibrosis in ostia of the bilateral uterine tubes presence of liposubstitution of the pelvic bones [pathology test] on (B)(6) 2021: uterus presenting: proliferative endometrium, focal and superficial adenomyosis, myometrium without significant histological alterations, and cervix with mild, focal chronic cervicitis, with discrete inflammatory activity. Fallopian tubes presenting edema and vasocongestion. Para tubal cyst on the left [physical examination] (date unknown): - ectoscopy: good general condition, flushed, hydrated, acyanotic and anicteric, conscious and oriented in time and space. - cardiovascular system: normophonetic rhythmic heart sounds in 2 beats. - respiratory system: eupneic. - abdomen: semi-globose, bowel sounds +, no signs of peritoneal irritation. - gynecological inspection: no signs of bleeding or purulent content. - lower limbs: no edema, free calves. [Treponema test] on (B)(6) 2021: non-reagent [ultrasound pelvis] on (B)(6) 2019: echographic examination within normal limits - essure well placed [ultrasound scan vagina] on (B)(6) 2020: device not identified in one of the tubes; echographic examination within normal limits; on (B)(6) 2021: uterus in anteversoflexion (avf), volume 81 cm3, regular endometrium 9 mm. Right ovary (ro) clear contour, parenchyma with polycystic appearance, volume 16.4 cm3. Left ovary (lo) clear contour, parenchyma with polycystic appearance, volume 19, cm3. Uterus unchanged. Polycystic ovary; on (B)(6) 2021: uterus with volume of 81 cm³, regular endometrium of 9 mm. Right ovary with clear contour, polycystic parenchyma, volume of 16.4 cm³. Left ovary with clear contour, polycystic parenchyma, volume of 19.9 cm³. Uterus without alterations. Polycystic ovaries. [X-ray of pelvis and hip] on (B)(6)2020: the device was displaced; on (B)(6)2021: the device was displaced; on (B)(6) 2021: mages of two "filiform" radiopaque devices projected into the pelvis, apparently in a posterior position, one to the right of the midline and the other practically in the midline (compatible with clinical indication of the presence of an essure device). Images of rounded/oval radiolucent areas in the projection of the iliac bone medially and bilaterally, measuring approximately 0.7 to 2.5 cm in the longest axis, which may represent a variant of normality, with differential diagnoses. Intact joint surfaces and spaces. Superficial soft tissues without apparent abnormalities; on (B)(6) 2021: uterus regular with 8.7x5.0x5.9; volume of 133.4 cm³. Endometrium: 9 mm. Homogeneous myometrium. Right ovary: 3.9x2.3x2.6; volume of 12.1 cm³ with simple cyst. Left ovary: 3.5x2.6x3.2; volume of 15.4. Signs of fibrosis in ostia of the lateral fallopian tubes. Presence of liposubstitution of the pelvic bones.; (date unknown): images of two ¿filiform¿ radiopaque devices projected onto the pelvis, apparently in a posterior position, one to the right of the midline and the other practically in the midline (compatible with clinical indication of the presence of an essure device). Images of rounded/oval radiolucent areas in projection of the medial and bilateral iliac bone, measuring approximately 0.7 to 2.5 cm in the largest axis, which may represent a variant of normality, with differential diagnoses. Intact joint surfaces and spaces. Superficial soft tissues without apparent abnormalities quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.